Manufacturer narrative:
(B)(6) - should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges end user took off with the charger still attached braking the female connector at the end of the onboard charger pig tail.